Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 400 mg/dl. Customer stated that insulin pump had blank display. The blood glucose level was at unknown the time of incident. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states battery compartment is neither damaged nor corroded. Display return after pump restart. Customer stated that the insulin pump had unexpected restart alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected off no power, bad battery , low battery, weak battery, battery out limit and failed battery test alarm, a21 alarms or reset time/date anomaly after change battery noted during testing. However, device alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify no delivery alarm due to motor error alarm. (B)(4).